Event description:
The customer reported the ventilator went vent inop and alarmed and would not start up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service engineer (fse) reported the ventilator would attempt to start up but then shut down. The fse replaced the vga pcb board to address the reported problem. Applicable final testing was completed per operating specifications.